Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump case was broken around the reservoir compartment. Due to this damage, the reservoir did not lock into place. The insulin pump will be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump had minor scratches on lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads and cracked case at reservoir tube window corners. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip, missing o-ring reservoir tube and missing end cap sticker.